Event description:
Customer reported an abo mistype on the. During donor conformation testing on segments, the galileo typed a segment as ab, rh negative but manual testing yielded an a, rh negative. Customer states that the unit was labeled as a, rh negative.

Manufacturer narrative:
Images from the customer's instrument were downloaded and reviewed. It appears that there was a slight amount of anti-a present in well b2 that caused the positive reaction in the anti-b well. A service call was performed. Camera and well roi adjustments were performed. A probe was replaced. The repairs returned the instrument to expected function.